Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing and rv defibrillation coil impedance, and the right atrial (ra) lead exhibited high pacing impedance. The leads remain in use. No patient complications have been reported as a result of this event.